Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13e06043, h13e08031, h13e17016, h13g17038, h13h08043, h13i25011, and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient did not have peritonitis. The patient experienced a catheter site infection due to external trauma. The patient was hospitalized for two days for the event. On an unreported date, the patient recovered from the infection. Due to the additional information, the minicap transfer set is no longer a suspect product of the reported infection. Should additional relevant information become available, a supplemental report will be submitted.